Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed alert 42 indicating a motor current sense failure, persisted after restart, and required replacement after the user attempted a cartridge and connector change. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued insulin therapy via replacement device without escalation of care, and use of cgm through the dexcom app or receiver. Investigation included customer service troubleshooting, verification of the alert on-device, guided device restart, and logistics for replacement and return. Investigation of this device revealed a suspected motor current sensing malfunction within the insulin delivery system consistent with a device alarm for current sense failure. It was concluded that the cause was a device malfunction related to the motor current sensing circuitry.